Event description:
It was reported that during a surgical procedure conducted at the user facility the two pins broke off during removal. The procedure was completed successfully and the fractured pin fragments were not retrieved. No adverse consequences, medical interventions or procedural delays were reported with this event. This event is related to report mw5068467 received.

Manufacturer narrative:
The device was not returned, therefore, no further information is available.

Event description:
It was reported that during a surgical procedure conducted at the user facility the two pins broke off during removal. The procedure was completed successfully and the fractured pin fragments were not retrieved. No adverse consequences, medical interventions or procedural delays were reported with this event. This event is related to report mw5068467 received.